Event description:
Customer called to report problems with her meter. Her son had to call the paramedics for treatment of low blood sugar. Believes the meter reading highter than she is and she has been treating inaccurately.